Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the pump declared multiple temperature alarms and the pump was hot to touch while charging. The pump was not exposed to abnormal temperature conditions. Reportedly, the alarms repeated while the pump was charging. Customer's blood glucose level was 307 mg/dl. The contact changed the supplies and the customer continued using the pump for insulin therapy.